Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin irritation at surgical incision site and was treated with oral antibiotics and topical antibiotics for 10 days (specific date not reported). Subsequently, the patient underwent a surgical procedure (date not reported) for wound washing and a skin revision surgery using silver nitrate (date not reported). The patient was prescribed again with topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient experienced wound dehiscence at the incision site exposing the receiver/stimulator (date not reported) and underwent a second skin revision surgery using silver nitrate (date not reported). The patient underwent a surgical procedure for the second time (date not reported) for wound washing and was prescribed again with topical antibiotics for 14 days (specific date not reported). The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.